Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) unit device will not hold charge. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit device will not hold charge.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Onsite it was noted battery one was depleted and battery two was fully charged. Ran device for several minutes not issues occurred with unit shutting off. Let pump charge over night and confirmed with biomed that battery one was fully charged. Unit passed all functional testing and returned to service.

Event description:
N/a